Manufacturer narrative:
(B)(4). Event date unknown, assumed the 1st day of month that complaint was reported. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? If yes, please explain and how it was resolved.

Event description:
It was reported that during a laparoscopic cholecystectomy the clips were crossed.

Manufacturer narrative:
(B)(4). Additional information received. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # r9334d. Device analysis: the er320 device was returned for analysis with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be yielded. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining 9 clips were ejected finally the instrument locked out as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.